Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kinked 3cg stylet is confirmed but the exact cause remains unknown. One 3cg stylet t lock assembly was returned for investigation. A kink was present in the polyimide tubing approximately 1 cm from the distal end. A second kink was present 2.8 cm from the distal end. Microscopic observation of the kink locations revealed them to be positioned in between magnet locations. The polyimide tubing was cut in between the kink locations. The wall thickness was measured and found to be within specification. Based on the description of the reported event and condition of the returned sample, possible contributing factors include advancement against resistance and damage during handling. Since kinks were observed on the 3cg stylet, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of reds3412 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during standard PICC procedure, 3cg wire found to be bent in 2 places. PICC line inserted only once with ease and when 3cg wire removed, it was bent. No harm to patient noted. Did not require additional wire to complete procedure. Sherlock tracking and waveform were not affected. (B)(6) 2019 returned sample is kinked.